Manufacturer narrative:
(B)(4). (B)(6). Customer did not request for a field service specialist visit to the site. Only an accessory exchange was requested. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that exposed colored wires, slightly frayed wires on the sovereign phaco handpiece. It was noted that the handpiece was used and for the next surgery another handpiece was used. When asked if the exposed wires could cause an electrical surge or short that could result in a serious injury to the patient or the user, the response was yes for the user. There was no patient involvement / user injury reported.